Event description:
The unit was returned for service because it was reported that the audible alarm was not functioning. The malfunction was discovered during testing. There was no pt harm. During the repair evaluation it was confirmed that the audible alarm was not functioning. The unit has been forwarded to engineering for root cause analysis of the alarm failure.